Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer stated the user said the left motor would not roll. The user also said the left motor could not be put out of gear. MDR filed.